Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.

Event description:
The customer reports he was doing an rf ablation. Early in the procedure, he advanced the guidewire into the pt's vein, and while removing it through the rf sytlet, part of the wire broke off in the pt's vein near the access site which was below the knee. The physician then accessed above the original access site and successfully completed the ablation above and below the piece of guidewire.